Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("the essure® coils were not found during this procedure") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (terminate pregnancy and remove both fallopian tubes). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure (ess205). The reporter commented: surgery was performed shortly after to terminate pregnancy and remove both fallopian tubes. However, the essure® coils were not found during this procedure. It was not been determined the essure devices were removed diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in 2009: ectopic pregnancy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.